Event description:
Customer reported that her insulin pump was dropped and was damaged. Customer stated that the insulin pump has a crack next to the arrow button and goes toward the back of the device and that the outer clear screen came off when it was dropped. Blood glucose level 137 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked case display window corner, broken reservoir tube lip, broken belt clip slot, missing display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.